Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was approximately 600 mg/dl and they experienced "injury to the kidneys"; "[kidneys] not functioning has they were before incident". Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.